Event description:
Pt had surgery on (B)(6) 2010 to implant a c-tube bone plate in the anterior ramus on the right and left side. Dr. (B)(6) examined the pt and performed a x-ray on (B)(6) 2010, dr. (B)(6) explanted the plate on (B)(6) 2010 and replaced the broken plate. The pt was seen on (B)(6) 2010 for a post-op visit and is doing well.

Manufacturer narrative:
Device has not been received as of 03/15/2010, but will be forwarded to manufacturer for evaluation upon arrival.